Event description:
The user facility reported nine cases of chemical colitis associated with colonoscopy procedures. The user facility reported the patients required treatment, however the method of treatment they received is unknown. All patients have reportedly recovered without further incident.